Event description:
Customer reported issues with the insulin pump. Customer states that there are no delivery alarms. Customer also states that the cannula is bent. The blood glucose readings are between 400 and 500 md/dl. Nothing further reported.